Event description:
Baxter affiliate reports two incidents of the same patient experiencing ocular erythema, lip edema and redness, dyspnea, "precordial pain", and paresthesia in the hands and feet occurring in 2002 for the same patient. It was reported that treatment continued, and that the blood flow rate was lowered and the patient was administered oxygen, corticoid, dexamethasone and propoxyphene (routes and doses unknown). It was noted that the patient's symptoms lasted for the duration of treatment (5 hours and 10 minutes). It was reported that the dialyzers had been reused once.